Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracic left upper lobe resection. While closing the left lobe the device was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. A staple cartridge was changed to complete the case. There was no patient injury.

Manufacturer narrative:
Manufacturer was notified about the event on oct 18, 2017. If information is provided in the future, a supplemental report will be issued.